Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose level at the time was 8.0 mmol/l. Technical support arranged for the pump to be replaced, confirmed it was under warranty, and instructed the caller to use multiple daily injections as a backup therapy. The customer was guided to put the pump into storage mode and acknowledged instructions to return the faulty pump with a pre-paid label within 10 days.